Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID, 8709 serial# (B)(4), implanted: 2005 (B)(6), product type catheter. (B)(4).

Event description:
It was reported that catheter had been disconnected from the pump for a while. At pump replacement in (B)(6) 2012, they found that the baclofen had crystalized around the pump pocket. The patient had a rash for over a year all over his body except for his arms and face. The rash had not changed or gone away even after the revision was done. It was unknown if the baclofen crystals had been removed at the time of revision. The device was used to deliver baclofen. Additional information has been requested, but was not available as of the date of this report.